Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the radial load when used with a universal egiaustnd failed to clamp/resect the rectum, as only cut approximately 1 cm. The universal handle had previously been used with tri-staple sulus and was used later without any problem. The surgeon withdrawn the cartridge and go on with ethicon mechanical suture contour, without any problem but change to open surgery. The clinical sample was disposed of. No reinforcement material used in conjunction with the stapling device.